Event description:
It was reported that an occlusion alarm occurred. System check was performed and no issues were identified. Customer's blood glucose level was 358 mg/dl. Customer successfully resumed insulin therapy after system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.